Event description:
It was reported that the delivery system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and it was noted that the wds had become kinked. Both the was and the wds were removed from the patient and exchanged to successfully complete the procedure. A closure device was implanted in the laa of the patient. There were no patient complications that were reported to have occurred during the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman flx delivery system (wds) with the implant deployed. The sheath, hub, core wire, device tip, and implant were visually and microscopically examined. The entire length of the sheath was flattened and kinked 43.5cm proximal of the device tip. The tri-cuts of the device tip were flared, and abrasions were present inside the distal end of the sheath tip. Anchor damage was present on the implant. The tip and anchor damage were consistent with deployment, recapture, and redeployment in the patient anatomy. Product analysis confirmed the reported event as the sheath was kinked.

Event description:
It was reported that the delivery system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and it was noted that the wds had become kinked. Both the was and the wds were removed from the patient and exchanged to successfully complete the procedure. A closure device was implanted in the laa of the patient. There were no patient complications that were reported to have occurred during the procedure.